Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported dull trocars. The reporter informed that trocars were "blunt instead of sharp." Additional information has been requested for this report.

Manufacturer narrative:
A product sample was not returned for evaluation. A device history record review for the reported lot was conducted. No anomalies were found during the device history record review. The product was released based on the product¿s acceptance criteria. The root cause for the customer's report could not be determined. (B)(4).